Manufacturer narrative:
Based on updated customer information received and reassessment of the reported event, it was determined that MFR report number 0002023141-2021-02760 was reported in error. Please disregard this submission. No further reports will be submitted for this event. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that doctor indicated cover screw and healing collar abutments are not seating. Implant is still in the patient¿s mouth. Tooth location #27.